Event description:
It was reported that the physician (B)(6) was utilizing a quantum 2 surgery system. Intra-operative the unit would alarm, inappropriately once a temp of 33 degrees was reached. The procedure was completed with this unit. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.